Event description:
It was reported that the cartridge was damaged in the sealed package.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g cartridge reload was received inside its sterile package and unfired. The returned sterile package was opened and the cartridge was visually inspected and no damage on cartridge was found. No further functional testing was performed. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.